Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number r40y0k, and no non-conformances were identified. Additional information was requested, and the following was obtained: can you please clarify if the clip dropped or ejected out of the jaws? Or did the clip applier fire the clip, but it was unformed (malformed)? The batch and/or lot number you provided, r4040k, does not correlate to an er320 device. It correlates to a tlc75 device. Do you have the correct six digit/character batch and/or lot number for the er320 device? Response: answering your questions, the lot number is r40y0k. And at the time that the device failed, it was fired for the clip to be applied but it did not tighten, it did not compress the structure, it was only ejected open, they did two shots, and none compressed the structure to be clipped.

Event description:
It was reported that during a cholecystectomy, at the time of applying the clip, it came out but did not press the clip so without causing any inconvenience or consequence during the surgical procedure.

Manufacturer narrative:
(B)(4). Date sent: 04/26/2019. Batch # r94057. Device analysis: the er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining 7 clips were ejected due to the condition of the jaws; finally the instrument locked out as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. A manufacturing record evaluation was performed for the finished device batch r94057 number, and no non-conformances were identified.